Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot#: va0a6sn, product type: lead. Product ID: 3708660, serial#: (B)(4), product type: extension. Product ID: 37603, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: implantable neurostimulator. Product ID: 3389s-40, lot#: va0a6sn, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 16-apr-2016, UDI#: (B)(4) ; product ID: 3708660, serial/lot #: (B)(4), ubd: 11-jul-2017, UDI#: (B)(4) ; product ID: 3389s-40, serial/lot #: (B)(4), ubd: 16-apr-2016, UDI#: (B)(4). Please note that this is a continuation of reg report 3004209178-2018-10210 and all its supplemental reports due to the same issue with the subsequent ins. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s system was being explanted due to a malpositioned lead from 2013. There were no known causes. Over the years the neurologists attempted to program for benefit, but the lead malposition was too much. The issue wasn¿t resolved. The patient was going to have their system removal due to lack of benefit and having a high focused ultrasound instead of having a lead replacement surgery. The patient¿s surgery is scheduled for (B)(6) 2020.